Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was fractured approximately 116.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was fractured. A pusher assembly kink may occur due to improper handling during preparation. If the pc400 is roughly handled during removal of the introducer sheath, the pusher assembly may become kinked. If a kinked pusher assembly is further manipulated, it may become fractured. The detachment of the embolization coil likely occurred when the pusher assembly became fractured. Pc400 devices are 100% functionally and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using a penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached fifteen pc400 coils into the aneurysm. The physician then removed a new pc400 coil from its packaging. While advancing this pc400 coil out of its orange-colored introducer sheath, the physician noticed that the pc400 coil pusher assembly was kinked. The kinked pusher assembly was found prior to use. Therefore, the pc400 coil was not used for the procedure and did not enter the patient's body. The physician continued the procedure using a new pc400 coil.